Event description:
Report received of a non-delivery of chemotherapy with no pump alarm. It was reported that the pump was incrementing as though fluid was being delivered, but there were no drops in the drip chamber and no fluid was delivered. There was no pump alarm reported. The rate of infusion or how long the pt did not receive the chemotherapy was not known. There was no reported adverse effect to the pt. Though requested, there was no additional info available.